Event description:
Patient had a seroma that eventually became infected. The patient was treated with IV antibiotics and device system removal. The patient is reported to be stable, but still having a fever.